Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual cycle was regular prior to her essure procedure. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), pelvic discomfort ("discomfort/pelvic discomfort"), menstrual disorder ("abnormal menses") with vaginal discharge and vaginal haemorrhage, coital bleeding ("occasional bleeding during intercourse") and menometrorrhagia ("menses that were unpredictable, longer and heavier"). The patient was treated with surgery (hysterectomy and essure devices removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, pelvic discomfort, menstrual disorder, coital bleeding and menometrorrhagia had resolved. The reporter considered abdominal distension, coital bleeding, menometrorrhagia, menstrual disorder, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the bilateral fallopian tubes were occluded; on (B)(6) 2015: showed bilateral occlusion . Plaintiff underwent a CT scan of her abdomen on (B)(6) 2013 to evaluate her symptoms. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.